Manufacturer narrative:
Submit date: 4/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that the rn noticed leaking from the pump. They opened the pump to find the tubing was broken. The tubing detached. The bag had been loaded for over 12 hours prior and had not been removed from the pump. The tubing was leaking at distal end of peristaltic tubing. No patient involvement.

Manufacturer narrative:
Additional information was received from the initiator. Based on the additional information received, the event description was updated to include the location of the tube detachment. The original complaint description reported: customer reports that rn noticed leaking from the pump. They opened the pump to find the tubing was broken. The tubing detached. The bag had been loaded for over 12 hours prior and had not been removed from the pump. The tubing was leaking at distal end of peristaltic tubing. No patient involvement. The complaint description as updated to report: customer reports that rn noticed leaking from the pump. They opened the pump to find the tubing was broken. The tubing detached at the black mystic connector. The bag had been loaded for over 12 hours prior and had not been removed from the pump. The tubing was leaking at distal end of peristaltic tubing. No patient involvement.

Event description:
Customer reports that rn noticed leaking from the pump. They opened the pump to find the tubing was broken. The tubing detached at the black mystic connector. The bag had been loaded for over 12 hours prior and had not been removed from the pump. The tubing was leaking at distal end of peristaltic tubing. No patient involvement.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Samples were received for evaluation. The samples were functionally and visually evaluated. During the visual evaluation, the silicone tubing was found detached from the mistic port. A possible root cause can be due to over stretching the silicone tubing before use. Overuse of the tubing can provoke a gap between the tubing and the connection. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.